Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 21644252. The devices were not returned to bsn. A review of the manufacturing documentation for the leads sc-2218-70 revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving pain coverage in the correct area due to the lead migration. The physician decided to perform a revision procedure to remove the leads that had migrated and replace them with new leads. Patient was doing well post operatively.